Manufacturer narrative:
Eval summary: per the surgical technique, there are three tools available to prepare the post hole, with their use based on bone quality and surgeon preference. If only the 7.5mm cortex drill was used and the bone stock was "good", the amount of press fit of the post may have been too great, leading to overstress of the base plate post when insertion is attempted. Alternatively, the insertion attempt of the base plate may not have been in-line with the bone preparation. If the base plate inserter was struck when in an off-axis orientation, a bending stress might have then been applied to the tip of the post. The sem which was performed indicates that overstress appears to have caused the fracture. The device history is intact and indicates that the part was mfg and inspected per spec. The exact cause can not be determined with certainty. Eval codes: the returned device meets spec where measurable in its current condition. Device history records indicate device mfg to spec. Scanning electron microscopy analysis shows that fracture appears to have occurred by overstress. The titanium post surface showed good tm bond sites. Energy dispersive spectroscopy analysis of porous coating showed ta peaks in the spectrum typical of tm. The post material showed ti, al, and v peaks typical of tivanium alloy.

Event description:
It is reported that during surgery in 2008, baseplate did not want to seat after hitting 5-6 times. Upon removing the handle and baseplate, the tip had broken off in the pt. The piece was removed, and surgery was completed with another device.